Event description:
24 yr old female underwent surgery for revision of ventriculo-peritoneal shut for acute obstructive hydrocephalus. Hrs later pt experienced further neurological deterioration. Second surgery to replace defective valve. When valve removed from ventricular catheter, brisk flow of of csf under markedly high pressure observed. Apparent silastic knitting identified as problem in valve. All unit are tested with saline prior to implant force "unknitting". Pt subsequently discharged in satisfactory condition 5/27/93.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.